Manufacturer narrative:
Additional information: section b.3, d.6b, d.9, h.6. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing tipi fold over of the electrode. A CT scan confirmed tip fold over. The recipient presented with persistent sound quality issues and tinnitus. Programming adjustments were made, however, only minor improvement was noted. Revisions surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.